Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps was unable to operate. There were allegations of melting and thermal damage. The procedure was completed using a backup maryland bipolar forceps with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim by the customer that the maryland bipolar forceps was inoperable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was placed on an in-house system where the instrument failed the recognition test and an error 282 occurred. The maryland bipolar forceps information in the dallas chip was not detected. The dallas chip was corrupted. Additionally, it was found that the pogo pins on the dallas chip were corroded. Further observation identified charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint regarding inability to use was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause attributed to mishandling/misuse. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations found thermal damage on the instrument bipolar yaw pulley. Although there was no allegation of arcing observed during a procedure, the failure analysis finding could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.